Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("reports sexual partner has been ¿cut¿ during intercourse and she is fearful that ¿something is coming out.") And pelvic pain ("pelvic pain, pain") in a (B)(6) female patient who had essure (batch no. 806693) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 4 and vaginal delivery on (B)(6) 2010. Previously administered products included for an unreported indication: vicodin and valium. Concurrent conditions included obesity, migraine, headache, menometrorrhagia, nausea, vomiting, joint pain, yeast infection, vaginal itching, cellulitis and candidiasis. Concomitant products included medroxyprogesterone (depo provera) from 2006 to 2011 and ondansetron (zofran). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 7 months 3 days after insertion of essure, the patient experienced dysmenorrhoea ("severe menstruation pain, dysmenorrhea (cramping)"), menorrhagia ("abnormal menstruation/ bleeding prolonged, abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2012, the patient experienced pelvic pain (seriousness criterion medically significant), abdominal pain ("severe abdominal pain / cramping") and weight increased ("weight gain / loss: weight gain"). In 2013, the patient experienced fatigue ("fatigue"), dyspareunia ("pain during intercourse, dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). In 2014, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast infection"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), uterine pain ("pain in uterus"), dental caries ("tooth decay"), menstruation irregular ("irregular menstruation"), back pain ("severe back pain"), abdominal distension ("bloating"), weight fluctuation ("weight fluctuations"), hormone level abnormal ("hormonal changes"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with fluconazole (diflucan), benzoyl peroxide w/clindamycin (benzaclin), benzoyl peroxide and phentermine. Essure treatment was not changed. At the time of the report, the device expulsion, pelvic pain, abdominal pain, uterine pain, dental caries, fatigue, menstruation irregular, dysmenorrhoea, menorrhagia, dyspareunia, back pain, abdominal distension, alopecia, weight fluctuation, hormone level abnormal, vaginal infection, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, dental caries, device expulsion, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, menorrhagia, menstruation irregular, pelvic pain, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. On an unknown date ultrasound abdomen done. Concerning the injuries reported in this case, the following one was described in patient¿s medical record: device expulsion. Most recent follow-up information incorporated above includes: on 1-mar-2018: plaintiff fact sheet received. Event device partial expulsion was added. Concomitant , historical condition & drugs were added. Product, patient & reporter information updated. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("reports sexual partner has been ¿cut¿ during intercourse and she is fearful that ¿something is coming out.") And pelvic pain ("pelvic pain, pain") in a 27-year-old female patient who had essure (batch no. 806693) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 4 and vaginal delivery on (B)(6) 2010. Previously administered products included for an unreported indication: vicodin and valium. Concurrent conditions included obesity, migraine, headache, menometrorrhagia, nausea, vomiting, joint pain, yeast infection, vaginal itching, cellulitis and candidiasis. Concomitant products included medroxyprogesterone (depo provera) from 2006 to 2011 and ondansetron (zofran). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 7 months 3 days after insertion of essure, the patient experienced dysmenorrhoea ("severe menstruation pain, dysmenorrhea (cramping)"), menorrhagia ("abnormal menstruation/ bleeding prolonged, abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criterion medically significant) and abdominal pain ("severe abdominal pain / cramping"). In (B)(6) 2012, the patient experienced weight increased ("weight gain / loss: weight gain"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced dyspareunia ("pain during intercourse, dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced the first episode of vulvovaginal mycotic infection ("yeast infection"). In 2014, the patient experienced the second episode of vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast infection"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), uterine pain ("pain in uterus"), dental caries ("tooth decay"), menstruation irregular ("irregular menstruation"), back pain ("severe back pain"), abdominal distension ("bloating"), weight fluctuation ("weight fluctuations"), hormone level abnormal ("hormonal changes"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with fluconazole (diflucan), benzoyl peroxide w/clindamycin (benzaclin), benzoyl peroxide and phentermine. Essure treatment was not changed. At the time of the report, the device expulsion, pelvic pain, abdominal pain, uterine pain, dental caries, fatigue, menstruation irregular, dysmenorrhoea, menorrhagia, dyspareunia, back pain, abdominal distension, alopecia, weight fluctuation, hormone level abnormal, vaginal infection, vaginal discharge, vaginal haemorrhage, the last episode of vulvovaginal mycotic infection and weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, dental caries, device expulsion, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, menorrhagia, menstruation irregular, pelvic pain, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection, weight fluctuation, weight increased, the first episode of vulvovaginal mycotic infection and the second episode of vulvovaginal mycotic infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. On an unknown date ultrasound abdomen done. Concerning the injuries reported in this case, the following one was described in patient¿s medical record: device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jul-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("reports sexual partner has been ¿cut¿ during intercourse and she is fearful that ¿something is coming out.") And pelvic pain ("pelvic pain, pain") in a 27-year-old female patient who had essure (batch no. 806693) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 4 and vaginal delivery on (B)(6) 2010. Previously administered products included for an unreported indication: vicodin and valium. Concurrent conditions included obesity, migraine, headache, menometrorrhagia, nausea, vomiting, joint pain, yeast infection, vaginal itching, cellulitis and candidiasis. Concomitant products included medroxyprogesterone (depo provera) from 2006 to 2011 and ondansetron (zofran). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 7 months 3 days after insertion of essure, the patient experienced dysmenorrhoea ("severe menstruation pain, dysmenorrhea (cramping)"), menorrhagia ("abnormal menstruation/ bleeding prolonged, abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criterion medically significant) and abdominal pain ("severe abdominal pain / cramping"). In (B)(6) 2012, the patient experienced weight increased ("weight gain / loss: weight gain"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced dyspareunia ("pain during intercourse, dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced the first episode of vulvovaginal mycotic infection ("yeast infection"). In 2014, the patient experienced the second episode of vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast infection"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), uterine pain ("pain in uterus"), dental caries ("tooth decay"), menstruation irregular ("irregular menstruation"), back pain ("severe back pain"), abdominal distension ("bloating"), weight fluctuation ("weight fluctuations"), hormone level abnormal ("hormonal changes"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with fluconazole (diflucan), benzoyl peroxide w/clindamycin (benzaclin), benzoyl peroxide and phentermine. Essure treatment was not changed. At the time of the report, the device expulsion, pelvic pain, abdominal pain, uterine pain, dental caries, fatigue, menstruation irregular, dysmenorrhoea, menorrhagia, dyspareunia, back pain, abdominal distension, alopecia, weight fluctuation, hormone level abnormal, vaginal infection, vaginal discharge, vaginal haemorrhage, the last episode of vulvovaginal mycotic infection and weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, dental caries, device expulsion, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, menorrhagia, menstruation irregular, pelvic pain, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection, weight fluctuation, weight increased, the first episode of vulvovaginal mycotic infection and the second episode of vulvovaginal mycotic infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. On an unknown date ultrasound abdomen done. Concerning the injuries reported in this case, the following one was described in patient¿s medical record: device expulsion. Most recent follow-up information incorporated above includes: on 8-jun-2018: pfs received. Events:fungal infection were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.